Event description:
Tech states that dealer reports 9 wrench flash but chair still works. First battery light flashing. Tech states low battery voltage which could be the cause for the 9 wrench flash. Tech states that dealer did not inspect chair and the report was coming from end user. Dealer going to inspect chair. No end user information available.